Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the clutches and lead screw, which were determined to be worn. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The clutches and leadscrew were replaced and the device passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel coarse error check/plunger during occlusion testing, gear skipping heard. There was no patient involvement.